Event description:
Shiley received a copy of a hosp medical device explant form which indicates that the pt was admitted to the hosp for replacement of their bjork-shiley convexo-concave mitral valve due to thrombus. The pt survived surgery.